Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Report stated that a motor error alarm was triggered on the insulin pump and a hospital loaner insulin pump is being used. Blood glucose level is unknown. Nothing further reported.

Manufacturer narrative:
Device was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to faulty force sensor resistor . No motor error alarm noted during bolus delivery. Unable to perform the delivery accuracy test, occlusion test and excessive no delivery test due to prime anomaly. All operating currents are within specification. Off no power alarm functions properly. Device passed the displacement test, rewind, self test . The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked battery tube threads and scratched reservoir tube window.